Event description:
Caller reported aviva system blood glucose results of 130 mg/dl, 88 mg/dl, 150 mg/dl, and 341 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.